Event description:
Patient reports nebulizer machine is not delivering medication properly and pt is experiencing breathing difficulties. Unknown if dose was missed, unknown if defective nebulizer is available for return. Unknown if doctor is aware. No further info reported.